Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance in unipolar configuration. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4965-35, lead implanted (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance in unipolar configuration. It was also reported that the they were unable to send the transmissions of the remote monitoring network. Implant detection has not completed because both lead impedances are below 200. Leads are unipolar epi leads. Also confirmed telemetry is on, so remote monitoring network should be able to transmit from a device standpoint. No other information available. Representative will had patient send remote monitoring network later to confirm transmission and contact remote monitoring network if transmission is still unsuccessful. The leads remain in use. No patient complications have been reported as a result of this event.